Event description:
It was reported that prior to an unk procedure, the shaft had been bent before use. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the instrument had the shaft sheath was found to be damaged at the instrument tip. A bent electrode could have cause this damage to the sheath. Caution should be taken not to retract the electrode into the sheath when it is bent. A batch record review was performed and no anomalies were found during the mfg process.